Event description:
It was reported that there are particles inside packaging. Per complaint details received via phone "we have found particles inside the individual packaging, they are dark in color like tiny pieces of cardboard shavings."

Manufacturer narrative:
Samples were available for evaluation and foreign matter was identified inside. They appear to be cardboard shavings which verifies the reported issue. A definite root cause can't be identified. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed foreign particles onto the product as they are loading components into their corresponding containers/packages. A production record review was completed for batch/lot 1054135 and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. An initiative will be implemented to replace lab coats to anti-static lab coats to prevent hair and foreign particles from coming into the controlled manufacturing environment. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there are particles inside packaging. Per complaint details received via phone "we have found particles inside the individual packaging, they are dark in color like tiny pieces of cardboard shavings."